Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were not observed. A visual inspection was conducted. The silicone insulation was charred and partially removed from the cold jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for "device remained activated" was unable to be confirmed. Internal complaint number (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro, prior to tunneling the scope and hooking up, the device activated. The device started heating up on its own without pulling the trigger. The silicone covers on the jaws melted off. A replacement device was opened and the same thing happened, but no melting since it was immediately unplugged. The hemopro cord was switched out with a different cord and the same thing happened again. The user then switched out the generator in the room with a different generator and it worked fine to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).